Event description:
Consumer called to report inconsistent readings with meter. Analysis run on clark error grid using mean avg. Reading (196) as ref. Point vs. Bd readings of 22, 298, 267 yielded data points in the e zone of the grid, outside of acceptable limits.